Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: investigation flow: damage. Visual inspection: the product was not returned in the original depuy synthes bag. The laser marking was readable. Light traces of use were visible on its surface. The nail is broken at the citrus shape from the nail. In addition to the complaint part (broken nail), one (1) screw, one (1) damaged screw and one (1) blade were returned. These additional parts are not relevant to the complaint condition. The device failure/defect was identified. Document/specification review: no design issues or discrepancies were identified. The complaint was confirmed. Investigation conclusion: based on the investigations results, this complaint is rated as confirmed since the nail is damaged as claimed by the customer. All measured features are within specification as well as in the manufacturing documentation no issue was identified. Besides, during the manufacturing process these features were inspected through the inspection sheet. Ao documented within DHR and the whole lot has passed its specifications. Therefore, from the manufacturing point of view, the part complete meets it specifications and quality standards. Since no manufacturing defect related issues were identified during the investigation, no additional actions are required. No definitive root cause could be determined based on the provided information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.,picture review: based on the provided pictures the nail breakage could be confirmed. The breakage occurred at the blade hole. Part# and lot# are not visible. In addition, part and lot# of the involved pfna blade could be identified as follows: part 04.027.034s lot 5l29022 - the pfna blade is intact. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device history lot: part: 04.027.312s; lot: 9428030; manufacturing site: bettlach; release to warehouse date: apr. 09, 2015; expiry date: mar. 01, 2025. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Part: 04.027.312s; lot: 9428030; manufacturing site: bettlach; release to warehouse date: apr. 09, 2015; expiry date: mar. 01, 2025. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary picture review: based on the provided pictures the nail breakage could be confirmed. The breakage occurred at the blade hole. Part# and lot# are not visible. In addition, part and lot# of the involved pfna blade could be identified as follows: part: 04.027.034s, lot: 5l29022 - the pfna blade is intact. The provided pictures do not allow for any determination of the root cause. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device history lot: part: 04.027.312s, lot: 9428030, manufacturing site: bettlach, release to warehouse date: 09.apr.2015, expiry date: 01.mar.2025. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed and no conclusion could be drawn at the time of filing this report. Picture review: based on the provided pictures the nail breakage could be confirmed. The breakage occurred at the blade hole. Part# and lot# are not visible. In addition, part and lot# of the involved pfna blade could be identified as follows: part 04.027.034s lot 5l29022 - the pfna blade is intact. The provided pictures do not allow for any determination of the root cause. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2021 that the patient underwent for a removal surgery of broken pfna. The pfna had been in situ for over a year. It was noticed that the pfna was already a revision pfna and had been used with augment. The pfna completely removed from the patient. It was unknown if the surgery completed successfully. The patient has no consequences reported. This complaint involves one (1) device. This report is for (1) pfna ø14 long r 130° l420 tan. This report is 1 of 1 for pc (B)(4).